Event description:
A home pt's nurse contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during their automated peritoneal dialysis therapy. Per initial report, the home pt started the initial drain cycle prior to connecting to the pt line of the homechoice cassette. Baxter's technical service center assised the home pt in ending the therapy early. Theray was completed by setting up with new supplies. No pt injury or medical intervention was associated with this incident per the home pt.